Manufacturer narrative:
This complaint captures the first of two consecutive blood loss events involving the same patient, please see associated MDR (MFR report #: 1713747-2021-00075). Plant evaluation: the customer returned 10 companion samples sealed in the prepackaging pouch from the reported lot for evaluation. There was no damage, irregularities, or defects that would affect the integrity or performance of the dialyzer observed on any of the 10 returned samples. After the gross visual examination, the samples were forwarded to the quality systems (qs) laboratory for bubble point testing. According to the qs lab test results, all 10 companion samples passed the test. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. No problem was detected during testing of the returned samples, and an associated cause could not be determined.

Event description:
A hemodialysis (hd) nurse reported there were two dialyzer blood leaks that occurred on devices from the same lot. Follow-up revealed the dialyzer blood leaks were internal and they involved the same patient. Neither of the blood leaks were visually observed. The first incident occurred approximately fifteen minutes into the start of the patient¿s hd treatment. The machine alarmed with a blood leak alert. A blood test strip was used and tested positive for the presence of blood. The patient¿s blood was not returned. The patient was re-setup with new supplies on the same machine. Immediately upon re-initiation of treatment, the machine alarmed again with a blood leak alert. Once again, the patient¿s blood was not returned. The total estimated blood loss (ebl) between the two treatments was reported to be 250 ml. The patient was dialyzing on a fresenius 2008t machine and utilizing fresenius bloodlines. No reported damage was identified on either dialyzer. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported events. After the second blood leak occurred, the patient decided they had no interest in completing their treatment for the day. The actual complaint devices were discarded; however, companion samples were reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
Correction: a6.

Event description:
A hemodialysis (hd) nurse reported there were two dialyzer blood leaks that occurred on devices from the same lot. Follow-up revealed the dialyzer blood leaks were internal and they involved the same patient. Neither of the blood leaks were visually observed. The first incident occurred approximately fifteen minutes into the start of the patient¿s hd treatment. The machine alarmed with a blood leak alert. A blood test strip was used and tested positive for the presence of blood. The patient¿s blood was not returned. The patient was re-setup with new supplies on the same machine. Immediately upon re-initiation of treatment, the machine alarmed again with a blood leak alert. Once again, the patient¿s blood was not returned. The total estimated blood loss (ebl) between the two treatments was reported to be 250 ml. The patient was dialyzing on a fresenius 2008t machine and utilizing fresenius bloodlines. No reported damage was identified on either dialyzer. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported events. After the second blood leak occurred, the patient decided they had no interest in completing their treatment for the day. The actual complaint devices were discarded; however, companion samples were reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) nurse reported there were two dialyzer blood leaks that occurred on devices from the same lot. Follow-up revealed the dialyzer blood leaks were internal and they involved the same patient. Neither of the blood leaks were visually observed. The first incident occurred approximately fifteen minutes into the start of the patients hd treatment. The machine alarmed with a blood leak alert. A blood test strip was used and tested positive for the presence of blood. The patients blood was not returned. The patient was re-setup with new supplies on the same machine. Immediately upon re-initiation of treatment, the machine alarmed again with a blood leak alert. Once again, the patients blood was not returned. The total estimated blood loss (ebl) between the two treatments was reported to be 250 ml. The patient was dialyzing on a fresenius 2008t machine and utilizing fresenius bloodlines. No reported damage was identified on either dialyzer. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported events. After the second blood leak occurred, the patient decided they had no interest in completing their treatment for the day. The actual complaint devices were discarded; however, companion samples were reportedly available to be returned for manufacturer evaluation.